Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not capturing. The patient experienced chest pain and weakness. The device remains in service and will continue to be monitor. No additional adverse patient effects were reported.